Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing an unrelated emergency magnetic resonance imaging. The implantable cardioverter defibrillator was not programmed into MRI mode. The device oversensed the MRI signal and the patient received two inappropriate high voltage therapies. No intervention was performed. The patient was discharged.